Manufacturer narrative:
Additional manufacturer narrative & corrected data: it had later been reported that the cancellation of the procedure in the reported event did not involve an anesthetized patient. It had been reported that the doctor intended on performing a mole removal procedure, and checked the system in advance. Since there was no laser energy coming out of the laser after stepping on the foot pedal, the procedure was cancelled. A few days later, after receiving a replacement footswitch, the procedure was done successfully with no report of injury or patient complications. The initial MDR of this event had been reported as a product problem (malfunction) and adverse event. Since it had later been reported that the cancellation of that procedure did not involve an anesthetized patient, lumenis is withdrawing the adverse event claim. Lumenis has changed the report type in this report to a product problem (malfunction) only, and type of reportable event has been changed to malfunction. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A lumenis engineer and technical expert evaluated the subject device confirming that the foot pedal was defective, and needed to be replaced. Since this foot pedal malfunction led to a cancelled procedure, lumenis is reporting this as an adverse event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A foreign user facility reported that laser energy was not coming out of their sharplan 30c co2 laser after stepping on the foot pedal. The procedure was subsequently cancelled. There were no patient complications reported as a result of this event.